Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited atrial flutter which was being oversensed on the right ventricular (rv) channel. The patient is dependent on therapy. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned and replaced with a pacemaker system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited atrial flutter which was being oversensed on the right ventricular (rv) channel. The patient is dependent on therapy. Subsequently, the device was explanted and replaced, and the rv lead was surgically abandoned and replaced with a pacemaker system. No additional adverse patient effects were reported.